Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported the pt can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the pt but was unable to resolve the no telemetry condition. The pt is working closely with her physician to determine the next course of action. No further pt complications were reported.